Manufacturer narrative:
Additional narrative: (B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the bearings were worn out and loose creating a situation where the cutter was not able to be inserted. It was determined that this because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was further determined that the device failed cutter insertion assessment. Therefore reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device had damaged component- bearings. It was further determined that the ball bearings and extension sleeve were defective, the device could not be mounted, and parts of ball bearings were missing. It was further determined that he device failed following inspection criteria during pretest : temperature assessment, vibration, cutter insertion assessment, and visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.